Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of disconnection from the port could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h.10.

Event description:
It was reported that the bd maxzero needleless connector experienced component separation. The following information was provided by the initial reporter: the needleless connector disconnected/fell when the patient got up to the bathroom. Chemo was running at that time causing a spill.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter state: the state was determined to be wa based on the area code of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero needleless connector experienced component separation. The following information was provided by the initial reporter: the needleless connector disconnected/fell when the patient got up to the bathroom. Chemo was running at that time causing a spill.